Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between receiver and transmitter that occurred on (B)(6) 2015. During the call, the connection restored itself with no intervention from the patient. No additional patient or event information is available.